Event description:
Surgeon of the hospital, reported to our sales representative, that he was performing a vertebroplastic procedure. During this procedure, the patient became paraplegic.

Manufacturer narrative:
Bone cement remained in the patient. It has been reported that patient died 7 days post operative from unrelated cancer. Physician does not wish to discuss the details of the incident.